Event description:
The intra-arotic balloon was inserted into the pt on 1/25/99. On 1/27/99, "check intra-aortic balloon" alarm sounded again and again from the system 97 pump. The pt's blood pressure was about 100mmhg and the heart rate was about 120bpm. The pt went on to expire on 1/28/99. (Event complications: the pt expired - reported 2/10/99.) (Pt's current status: expired - reported 2/10/99.)